Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a large flexnav delivery system was selected to implant a 29 mm navitor valve on (B)(6) 2022. The implant depth was 3 ncc 5 lcc. The patient had a 45 degree aorta. One of the retainer tabs on the navitor valve remained in the retainer receptacle and gentle rotation of the delivery system was successful in releasing the tab. However, the nosecone failed to centralize once the valve was fully released. Multiple attempts were attempted, however the nosecone was ultimately snared using a 7f petal snare to remove the system.

Manufacturer narrative:
An event of difficulty removing delivery system was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.